Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to deployment of a leadless implantable pulse generator (ipg) the patient experienced pericardial effusion. Drainage and a sternotomy were performed. The leadless ipg and its delivery system were removed and a single epicardial lead system was implanted. It was noted that one day post-operation the patient was alive but non-responsive. No further patient complications have been reported as a result of this event.